Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04951.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04951.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04951. It was reported the patient (B)(6) was experiencing ineffective stimulation coverage. In turn, surgical intervention was undertaken. During the procedure, the physician noted one of the patient's leads were broken (model 3286). As a result, the physician explanted and replaced one of the patient's lead (model 3286) and repositioned the patient's other lead (model 3186). Effective therapy coverage was restored post-operative. The implant date for the following device is unknown: model: 1192, scs anchor.